Event description:
It was reported that the right ventiruclar (rv) lead noted oversensing with a high number of sensing integrity count (sic) and non-sustained episodes. The rv lead was capped and was replaced with a new lead. It was uncertain whether the issue was attributed to the rv lead or to a potential device malfunction. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.